Event description:
It was reported, the patient had a surgical revision of his extensions on (B)(6) 2013. It was unknown why the revision was done.

Manufacturer narrative:
Product ID 3387s-40, lot# v605118, implanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v605118, implanted: 2011 (B)(6); product type lead product ID 3550-05, lot# n275745, implanted: 2011 (B)(6); product type accessory product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).